Event description:
It was reported that the battery of this was suspected to implantable cardioverter defibrillator (ICD) be depleting prematurely, as the expected battery longevity decreased 4 years in less than 12 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.